Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. Customer reported a blood glucose (bg) level of 48 mg/dl. The customer addressed their bg by consuming carbohydrates and glucose tablets. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.